Manufacturer narrative:
(B)(4). Related events: complaint-(B)(4)- MDR 9610877-2018-00511 (second procedure when stuck brush was identified) complaint-(B)(4) - MDR 9610877-2018-00601 (initial procedure with reported blockage, approximately a week earlier). (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(4)2018 which stated "a third party repair brush was found in the instrument channel during a case when the physician complained of no suction" for a video colonoscope with unknown model and serial numbers. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. No additional information is available at this time. The penta medical reprocessing trainer noted the colonoscope was removed from service and was waiting to be sent for repair. He was also unsure if the colonoscope was being sent to pentax medical or a third party repair facility. On 04/06/2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.